Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that at the patient's follow up evaluation, minor inflammation around the implant site at tooth location #19 was found. The patient was placed on antibiotics (clindamycin, 300mg) for 10 days that was started one (1) day prior to implant placement. Patient has an allergy to penicillin and was placed on another course of antibiotics. After completing the course of antibiotics, a flap reflected that the implant was loose w/no stability and there was distal bone loss to the implant down to the apex with granulation tissue invading the distal bone. The implant was removed. Symptoms as a result of the event: edema, inflammation.